Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at the time. There was no patient/user harm or injury reported.

Manufacturer narrative:
Philips authorized bench repair technician performed testing and determined the speaker was not producing any sound. It was determined the speaker was defective. The technician replaced the speaker which resolved the issue. The device was returned to the customer.